Event description:
A customer technical advocate (cta) was contacted with regard to erratic pt results generated using a cell-dyn 3200 cs analyzer in open and closed mode. An initial hgb=11.1 g/dl was generated and when the sample was repeated on the same analyzer yielded a hgb=5.42 g/dl result. Both tests generated an rbc morph flag, but no error messages. No impact to pt management was reported.

Manufacturer narrative:
Investigation summary: the customer contacted a customer technical advocate (cta) on 6/14/05 to report erratic pt results in the open and closed modes on the cell-dyn 3200cs system. The customer stated that the qc was within the range. No suspect pt results were reported out of the lab. Per cta's instruction, the customer verified that the syringes and tubing were properly seated and free of crimps and bubbles. The cta instructed the customer to clean the shear valve and the y-valve for both open and closed modes. The cta also instructed the customer to perform precision studies after flushing the sample pathway to rule out the sample pathyway as a cause of the issue. Upon completion of the recommended troubleshooting activities, the customer performed the precision studies in the open and closed modes, and the cta verified that the precision results were within the specification for all parameters in both modes. The customer contacted the cta again in 6/16/05 to state that they have been running all of their pt samples in duplicate, and that have discovered more instances where the duplicate results did not match. The problem occurred intermittently. A review of the data indicates that the wbc, rbc hgb and plt results were erratic in both open and closed modes. Service was contacted. While the technical executive (te) was troubleshooting the problem with the customer over the phone, the customer noticed a leak from the 500ml syringe. On 6/1605, a new 500ml syringe was sent to the account for the customer to install. On the following day, the cta trained the customer on how to install a new sample injection syringe by referring the customer to the operator's manual page 9-42, procedure-sample injection syringe. The cta also instructed the customer to run the controls after the installation is complete. Resolutions: the issue was resolved after replacing the leaky 500ml syringe, and there was no further contact from this account regarding the same issue. Trending analysis: a review of complaints for the months of april, may and june 2005 did not indicate any adverse trends associated with the similar issue on the cell-dyn 3200cs system, list number 04h59-01.